Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm due to blank display. Unit had stripped battery cap coin slot (p), minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that insulin pump had high blood glucose and customer states they are unable to remove the battery cap on their insulin pump. The blood glucose at the time of the incident was 61 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.